Event description:
Complainant alleged that the medics were attempting to analyze the heart rhythm of a patient, but the device displayed an "analysis halted" message and failed to discharge the energy. The complainant also indicated that the device displayed a "noisy ECG" message. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. During the phone call that reported the malfunction, it was found that the device failure was attributed to the customer's failure to configure the device appropriately. Zoll medical has recently initiated a device action, in which software was sent to customers in order for them to upgrade their mseries units. This customer indicated that they loaded the software, but did not reconfigure the device as indicated per the instructions sent with the software. If the device is not configured properly it will cause the reported malfunction.